Manufacturer narrative:
(B)(4). Evaluation results: (death).

Event description:
During the index procedure the patient had one endeavor sprint rx drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug eluting stent implanted to the 1st obtuse marginal. Patient was asymptomatic/free of symptoms at 30 day, 6 month follow-up. Patient was reported to have suffered a spontaneous intraocular bleed approximately 11 months post index procedure. Investigator assessed there was no relationship between the event and the study device. Patient was asymptomatic/free of symptoms at 1 year and 1.5 year follow up. Patient death is reported to have occurred approximately 27 months post index procedure. Death was assessed as a non-sudden death. Non other information is currently available. (Ref MFR # 9612164-2011-00107)